Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient woke up on saturday morning after hearing an alarm indicating that his sensor had failed. The patient was also feeling uncomfortable while wearing the device. After removing the sensor, he noticed that the area around the puncture site was very red, warm to the touch, swollen, and had a raised lump with puffiness. He decided to visit his doctor. The patient was prescribed with an oral antibiotic sulfamethoxazole 800 mg / trimethoprim 160 mg. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.